Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The samples was evaluated by visual examination and the indicated failure mode for black spot (embedded fm) in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer reported "about black spots in the tube.¿